Event description:
During a percutaneous transluminal angioplasty a balloon rupture occurred. The lesion was located at the superficial artery of the femoral area. A 4.0mmx60mm sterling¿ balloon catheter was used to cross the lesion and ruptured at 4atm on the first inflation. The procedure was completed with a different device. No patient complications were reported, the device was removed completely and the patient status was good.

Manufacturer narrative:
Device was returned, there was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no indication of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
During a percutaneous transluminal angioplasty a balloon rupture occurred. The lesion was located at the superficial artery of the femoral area. A 4.0mmx60mm sterling balloon catheter was used to cross the lesion and ruptured at 4atm on the first inflation. The procedure was completed with a different device. No patient complications were reported, the device was removed completely and the patient status was good.

Manufacturer narrative:
Patient age at the time of event: above 18 years. (B)(4).